Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had raised blood glucose levels which she tried to treat by a bolus with the pump. Reportedly, her blood glucose was 565 mg/dl. Further, she noticed that her infusion set's cannula was bent and the infusion set had been in use for a couple hours. Subsequently, on (B)(6) 2019, she was hospitalized due to diabetic ketoacidosis. During hospitalization, she received insulin drip, fluids, intravenously (drug name unknown) and had some blood investigations were performed as a corrective treatment by which she felt better and had no permanent damage. Moreover, she was still hospitalized at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.